Event description:
It was reported that this right atrial (ra) lead presented loss of capture a few days after it was implanted, and when examined by fluoroscopy, it was found to had dislodged. A new device was implanted. The device is not expected to return for analysis. No additional patient effects were reported.